Event description:
The user facility reported a visible blood leak at the start of treatment, going from the dialyzer into the dialysate line. The machine alarmed. The blood flow rate was 200. Estimated blood loss was 233ml. Bo damage was noticed to the dialyzer before or after the blood leak occurred. The patient was asymptomatic, did not experience complications or require medical intervention, and was fine.

Manufacturer narrative:
The device has not yet been received for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.